Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections h4 updated, d1 updated, d4 model number updated, d4 catalog number removed, d4 primary UDI number justification: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Evaluation results: zoll medical australia evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and full functional testing without duplicating the customer's report. An internal inspection found no discrepancies. The lcd color cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.